Manufacturer narrative:
The patient reported a suspected false (incorrect) positive result from a rapid result covid test system. The patient further reported that their confirmatory polymerase chain reaction (pcr) testing was negative. No further action is deemed necessary at this time, as this event does not contribute to a significant deviation from the established performance characteristics of the product.

Event description:
The patient reported a suspected false (incorrect) positive result from a rapid result covid test system.